Manufacturer narrative:
Insulin pump received with loose/protruded drive support disk, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed idle current, run current, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime/delivery test, no delivery test due to compromised force sensor alarm.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was sticking out. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.